Manufacturer narrative:
Continuation of d10: 6935m62 lead; implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a failure in the implantable cardioverter defibrillator (ICD) measurement circuitry causing premature battery depletion and triggering out of range (oor) alerts for low pacing impedances on the right ventricular (rv) lead and right atrial (ra) lead. It was noted that the current electrogram (egm) was flat, but the markers suggested lower rate pacing and oversensing. In addition, a lead integrity alert (lia) occurred due to high-rate non-sustained episodes and rv pacing impedance variation. The device was explanted and replaced. During the device change, the leads tested within normal limits and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device set eri/rrt after explant. Review of save to disk data showed an unexpected voltage drop beginning on (B)(6) 2025 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Analysis of the battery revealed no internal defects or abnormalities were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.